Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, curved opening on anterior and yellow particles inner device leak test and microscopic analysis were performed which identified: striated opening on anterior and posterior, opening crease smooth on posterior, observed void >1 mm in non-textured, valve-to shell-bond area and wear abrasion. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior and posterior sides, assessed as surgical damage, consistent in the use of some surgical tool and smooth crease opening on posterior side, assessed as a fold flaw opening.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.